Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, tubes contained black foreign particles. There was no report of patient impact. Quantity affected by lot: 3236769, qty 2 3223271, qty 4.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3236769 d4. Medical device expiration date: 31-aug-2024 h4. Device manufacture date: 11-aug-2023 d4. Medical device lot #: 3223271 d4. Medical device expiration date: 31-aug-2024 h4. Device manufacture date: 11-aug-2023 h6. Investigation summary: bd received four (4) samples for batch 3223271, two (2) samples for batch 3236769, and four (4) photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.